Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced a loosening of the stem and was beginning to notch into the anterior cortex in the femur. It was noted that the patient performed extreme activity against medical recommendation. This adverse event was solved by revision surgery on (B)(6)2023 in which a legion hinge total knee device was explanted. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that without patient clinical/medical documentation, definitive contributing clinical factors could not be concluded; however, it was reported that the patient did not adhere to post-operative instructions and performed extreme activity against medical recommendations. Of note, there was mention of an intraoperative delay of 0-30 minutes due to a partial functioning hinge-sleeve inserter (¿inserter jammed and would not release sleeve implant¿) and a change in the surgical technique. Patient impact beyond that which was reported cannot be determined based on the limited information provided; however, a post-surgical rehabilitation phase would be anticipated. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post operative care and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Malfunction related to instrument lgn hinge sleeve inserter has already been captured under internal reference number (B)(4).